Event description:
Healthcare professional reported "intracapsular rupture of the left implant" "capsular contracture baker grade 3" and "heterogeneous intracapsular tissue and with cardio-contrast enhancement, findings consistent with silicone-induced granuloma" this is for the left side. The device still remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: granuloma, capsular contracture baker grade iii and rupture.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Granuloma: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.